Event description:
It was reported the patient received ineffective stimulation coverage in his right foot. It was also reported the patient has some stimulation in the heel on the left side, but it is very intense. The patient will undergo surgical intervention to address the reported issue. Please note the date when the patient began experiencing ineffective stimulation is unknown.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(4) 2015, to have a second therapy system implanted (additional lead and ipg). The patient now has effective right foot stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.